Manufacturer narrative:
(B)(4). Batch #t5e91t. Investigation summary; the analysis results found that one pse60a device was returned with an endopath xcel trocar inserted in the jaws with the anvil bent upwards. One ecr60d reload was loaded on the device. The reload was received damaged and fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic radical resection of low rectal cancer, the device would not fire farther than 1/2 on the second firing. Also could not open the jaw, even though the IFU was followed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.